Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a cannula issue with one infusion set. The cannula was kinked. The event occurred on (B)(6) 2024. No further information was available.